Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to replace the transmitter occurred. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. No injury or medical intervention was reported.